Manufacturer narrative:
(B)(6) 2017: during a follow-up, the customer confirmed they were able to troubleshoot the issue on their own. No additional information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin and the pump insulin gauge displayed 170 units which was lower than the customer expected. There was no known impact to the customer's blood glucose (bg) level.